Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, a patient underwent endovascular treatment of a thoracic endovascular aortic repair (tevar) using a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) with a 12 fr gore® dryseal flex introducer sheath. During the treatment, the stent graft of the vbx device dislodged from the balloon catheter. A cuff device was implanted, and the dislodged stent graft was trapped between the aorta and the cuff device. The patient tolerated the procedure. The physician stated that since a 12 fr sheath was used, it was unlikely to have dislodged due to friction. It is possible that it interfered with the edge when it was pulled back into the sheath once.